Event description:
It was reported that patient was revised on a left hip due to prosthesis dislocation.

Manufacturer narrative:
An event regarding dislocation involving a trident 0 degree insert was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Additional x-rays and operative report are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that patient was revised on a left hip due to prosthesis dislocation.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. A supplemental report will be submitted upon completion of the investigation.